Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported that the device blade was broken off. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.